Event description:
It was reported that during an unknown procedure, the nurse noticed that the tissue pad was missing during use. The device was not used very long. The missing tissue pad was found inside the patient and retrieved. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.